Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bone registration during mako tka case completely off. Only resolved when arm software was reset. Procedure was unable to progress until issue sorted out. The delay was 20-30 minutes and yes the patient was under anesthetic as it occurred part way through the case.

Manufacturer narrative:
Reported event: an event regarding failed femoral registration during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 668 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding failed femur registration. There were other reported events (B)(4). Conclusion: the session data from the case was reviewed. The differences between hip center captures, is evidence that the patient moved during kinematic capture of the hip center and likely the cause of less than optimal bone registration. The mako system performed within its specification.

Event description:
Bone registration during mako tka case completely off. Only resolved when arm software was reset. Procedure was unable to progress until issue sorted out. The delay was 20-30 minutes and yes the patient was under anesthetic as it occurred part way through the case.